Event description:
The manufacturer received a voluntary medwatch (mw5102655) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "I use a philips dreamstation bipap machine for obstructive sleep apnea and from (B)(6) 2020 forward I have consistently had problems with the machine. It seems like the humidifier plate is burning, as the machine often gives off a burning plastic smell. I've had chronic upper respiratory and sinus problems since that date and occasionally wake up sick to my stomach following overnight usage. I replaced the machine with a new model of the same machine in early 2021 and have continued to experience symptoms". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device was returned to the manufacturer. During the evaluation of the device the software was upgraded/ cleared error log and device was recertified per fc:16-700-623. The unit passed final test.